Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2014 with the following findings: during testing, the pump performed the rewind, load, and prime steps without any defects or problems. The keypad showed no evidence of being hypersensitive. The complaint that the pump loaded automatically after the prime step was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that when the rewind step was completed the pump loaded automatically without user intervention. It was noted that the ¿continue¿ option was not available and there was no opportunity to place the cartridge into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.